Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was seen on the day of the report and reported unable to obtain therapeutic settings, out of regulation (oor). The rep reported that the patient stumbled frequently has a factor that could have led to the issue. The rep reported that an impedance revealed that contacts 12 and 15 were 40,000 ohms. The rep programmed the 0-7 lead. The issue was resolved. No further complications were reported.